Event description:
Consumer complaint of blood result reading of "lo." Last five tests in memory: "lo", 124 mg/dl, 135 mg/dl, 146 mg/dl. Back to back blood results were 188 mg/dl and 177 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip reused or user's test strips stored in high environmental storage condition.

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: "lo", 124mg/dl, 178mg/dl, 135mg/dl, 146mg/dl. Back to back blood results were 188mg/dl and 177mg/dl. No adverse event reported.